Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing resulting in inappropriate shocks and pacing inhibition.